Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, low voltage lead impedance issue and lead fracture was observed on the rv lead. Lead impedance issue was trending since (B)(6) 2017. Lead was capped on (B)(6) 2018 and a new lead was implanted. The new lead was tested in the rv port and there was some lead variance with the impedance. The lead was also tested on the atrial port and there was no impedance variation therefore the physician determined it was not a header issue. It was recommended to reposition the lead to determine if the lead impedance measurements will be affected. The physician determined that the impedance variation was due to the lead being new and therefore elected not to reposition the lead. Patient was stable post procedure.